Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed with accurate readings.

Event description:
Customer reports to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose were not low. Customer states sensor glucose was 74 and blood glucose was 120 mg/dl. Customer was educated on proper calibration technique and proper sensor insertion methods. Customer was advised that sensors would need to be replaced. No further information provided.

Manufacturer narrative:
Customer reports to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose were not low. Customer states sensor glucose was 55 and blood glucose was 300 mg/dl. After troubleshooting, customer was advised to call back should issues persist as customer states she was no longer having issues at the time of call. No further information provided.